Event description:
It was reported that the user experienced a temporary lack of glucose readings on the ilet pump while using a dexcom g7 sensor, and pairing to the ilet failed, though readings resumed during the call and blood glucose was not affected. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and education with the user and review of device use. Investigation of this case revealed a transient communication or pairing disruption between the ilet and the dexcom g7 without persistent malfunction or alert. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue.